Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported they had a procedure done and their device was turned off. Since they turned it off and then back on, it hadn¿t been working correctly. It was further reported they first started experiencing the device not working correctly when they checked it. No symptoms occurred. Steps taken included the patient read the manual and figured it out. There were low batteries on the test unit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.